Event description:
Pt being treated with anti-ctla-4 antibody for cancer had elevated troponin-I levels using the abbott axsym assay. These same specimens were repeated using the beckman coulter dxi600 and showed normal level of troponin. Pt did not have clinical evidence of any cardiac problem. Suspect interference on the abbott axsym assay by anti-ctla-4 antibody.